Manufacturer narrative:
Premature discharge of battery was not confirmed. Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.

Manufacturer narrative:
Correction: h6 health effect - impact code should have been "additional surgical procedure" instead of "no consequences or impact to patient"

Event description:
It was reported that a patient presented in clinic for a follow-up appointment. The patient's pacemaker (pm) had premature battery depletion. The patient was asymptomatic. The pm was explanted and replaced. The patient was stable throughout procedure.